Manufacturer narrative:
Due to character limit in e1 full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use on a patient that a cardiosave intra-aortic balloon pump (iabp) had an internal test error #3 and system overheating occurred. There was no patient harm or injury reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion, medical device ¿ problem code ), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was able to reproduce the failure. As the temperature sensor probe that measures the compressor temperature is thought to be broken. Replaced the temperature sensor probe. After the replacement, conducted a test run for about 4 days and there was no recurrence.